Event description:
A nurse reported during the case the system displayed an error message. The system was switched out and the case was completed. There was no pt injury reported.

Manufacturer narrative:
The system has been rec'd and in-house evaluation is in progress. The facility has been contacted with the amount it will cost to repair the unit but the facility has not yet responded to the multiple f/u attempts. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).